Event description:
The rptr stated that a meter comparison test had been done with "cde's" meter. It is unclear if the "cde" initially called in the report for this meter owner; however, no identification was provided for the "cde". The meter user's had a reading of 48 mg/dl, and the cde's meter (type unknown) read 88 mg/dl. Both tests were done using the "cde's" tests strips; no timing given. A control test was done (same strips) which was out of range low, 40 (92-138). Pt did not have any symptoms. No harm was alleged. Followup attempts to obtain add'l info have not been successful.